Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2010 at 07:28:10, the device recorded a write to locked ram por (power on reset).

Event description:
It was reported that the device had alert tones due to a power on reset following the patient's radiation therapy treatment. Lead integrity alert was reloaded. The device is still in use. No patient complications have been reported as a result of this event.